Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had an MRI done they think last month and ever since then they had been having a return of bladder symptoms where they couldn't make it to the bathroom and they had been wetting their clothes. Patient said they hadn't had anything to drink but water since sunday but they were still experiencing a lack of symptom control. Agent walked patient through connecting to therapy app and therapy was on. Patient didn't feel stimulation at setting they were on, patient services (ps) walked them through how to increase stimulation until they felt stimulation comfortably in the bicycle seat area. Patient accidently disconnected call. The patient called back and ps reviewed for them to monitor their symptoms after increasing the stimulation and to follow up with their hcp if they don't improve. Patient added that they had urinary incontinence and urine was pouring out onto their floor. They said if their symptoms didn't improve they would follow up with their hcp to see if they had a bladder infection.